Manufacturer narrative:
Information was received indicating that the initial reporter information was not provided due to the restriction by the privacy information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that an attempt was made to use this product during normal aneurysm treatment, and the procedure was performed as per the package insert. The pipeline was attempted to be deployed, but the tip part could not be opened, so it was decided to remove it. Infection was suspected, so it was disposed of by the customer. Therefore, the procedure was continued by changing to a new and different mj product. It was claimed that the patient was not affected. Furthermore, there were no abnormalities in the appearance of the package. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an indication that is approved. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery-c2 with a max diameter of 20mm and a 10mm neck diameter. The landing zone was 4.5mm on the distal side and 4.75mm on the proximal side. It was noted the patient's vessel tortuosity was strong.